Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it shutting down by itself could not be duplicated or confirmed. Ventec downloaded the device's electronic records (system logs) for analysis and did not observe any abnormal power event(s) that would indicate an unexpected loss of power. However, ventec did observe that the device had no ventilation output. Ventec replaced the blower to resolve the observed issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the observed no ventilation output issue was damage to the blower's ball bearings. The cause of the reported unexpected loss of power could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device unexpectedly shut down by itself during use. The reporter advised that there was no harm to the patient as a result of the reported issue. No further details were provided. Ventec has made multiple attempts to contact the reporter in order to get additional information, but no response has been received.